Event description:
It was reported the generator was lying vertical to the skin and causing pain within the abdomen. The pt experienced poor coverage of painful areas and pocket failure. The generator was eroding through the skin. The device was explanted/replaced. The event is ongoing.